Event description:
It was reported that during the pre-placement process, a fracture occurred in the guidewire inside the catheter when the customer retracted it prior to trimming the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured stylet was confirmed and determined to be use related. The product returned for evaluation was one hydrophilic stiffening stylet. A gross visual inspection of the returned unit found that the outer coil wire of the stylet was elongated and the weld tip was missing. Microscopic inspection of the stylet fracture sites found that both the outer coil wire and core wire had sharply formed fracture edges. Additionally, both the core wire and outer coil wire had a smooth and highly reflective surface. The observed features were consistent with damage caused by contact with a sharp-edged instrument, suggesting that the stylet may have been cut when the catheter was trimmed to length. An examination of the stylet structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.